Event description:
It reported that, before starting the thyroid surgery, the anesthesiologist tested the endotracheal tubes and found that the cuff was leaking. The procedure was completed with another device. There was no patient involved in the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8229306, serial/lot #: (B)(6), ubd: 06-apr-2027, UDI#: (B)(4). H6: fdm b17, fdr c20, fdc d14 and img g04134 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6:product ID no.: 8229307, lot number: 226402643. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as5 ml of air was used to inflate the cuff, air was used to inflate the cuff and the cuff was inflated before intubation and the faxian leaked.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes are updated. Previously applied fdm b17, fdr c20 and fdc d14 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID no.: 8229307, lot number: 226402643. Product analysis of the device found that visually, the device was received in an open pouch. The pouch was open from 3 of 4 sides of the pouch. There was no damage noted in the construction of the device. There were traces of contamination found on the packaging tray, paper tape, and on the cuff. The wire harness had a paper tape intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff inflated/deflated with no issues, there were no signs of cuff leakage. The inflated cuff was submerged under the water for leak observation and there was no leakage observed coming from the cuff. The inflation tube assembly was also submerged under the water for leakage observation and no leakage was observed. There was no leakage recorded coming from the cuff or the inflation tube assembly, no issues found. In the returned condition, there was no out of specification condition that was related to the complaint. Product ID no.: 8229306, lot number: 226341108 product analysis of the device found that visually, when returned, the open pouch contained the packaging tray, both electrodes (green and red/white), and a size 6 emg tube. The wire harness had a paper tape intact when returned. There was no damage noted in the construction of the device. There were also no traces of contamination found on the device. Functionally, a syringe was used to inject 20 cc of air into the cuff, and the cuff inflated/deflated with no issues. There was no leakage observed coming from the cuff. The inflated cuff was submerged under the water for leak observation and there was no leakage found. For further analysis, the inflation tube assembly was also submerged under the water for leak observation and there was no leakage found coming from the inflation tube assembly. There was no leakage recorded and no issues found. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes b21, c21 and d16 are no longer applicable now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.